Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving compounded baclofen (250 mcg at 120 mcg), unknown morphine drug (3.8 mg/ml at 1.82 mg/day), and marcaine (2.5 mg/ml at 1.2 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient experienced return of symptoms whilst in hospital for another procedure on their toe so the hcp asked to check the patient's pump. It was noticed that the eri (early replacement indicator) was showing less than 1 month remaining previously showing 5 years; premature battery depletion. Of note, the pump was implanted on (B)(6) 2021. It was unknown if there were any factors that may have led or contributed to the issue. No troubleshooting was performed. It was noted that there currently was no interventions yet; however, surgical intervention was planned but not yet scheduled. The issue was not resolved at the time of report. The patient's weight was asked and will not be made available. The patient's status at the time of report was listed as "alive - no injury". Additional information received from multiple sources (manufacturer representative, healthcare provider, foreign) supplied logs (see attachment). It was reported that when the rep interrogated the pump and checked the eri date on the clinician programmer itself, it displayed the same eri date as in the report. It was noted that the patient reported hearing a single alarm sound like with low reservoir alarm. It was unknown if there were any pump alarm sound when the patient had the surgery. It was reported that alerts were showing on the clinician programmer when interrogating the pump indicating that next refill date would be passed the eri. Of note, the pump yesterday ((B)(6) 2023) was interrogated only once. It was unknown if during the surgery, any surgical device or cords were placed close to or over the pump. It was reported that the patient was now receiving effective therapy again. The pump was replaced on friday afternoon ((B)(6) 2023) with a new pump. The hcp also performed a cap (catheter access port) procedure to verify catheter patency intra-operatively before closing. The new system was functioning well. It was reported that the event was resolved.

Manufacturer narrative:
The previous b5 narrative has been updated/corrected in this report to remove ¿see attachment¿ and include the following: following pump replacement, the company representative interrogated the explanted pump on (B)(6) 2023 and there were no error messages being displayed and elective replacement indicator was back to normal (showed estimated replacement as (B)(6) 2028; 67 months) as of (B)(6) 2023. H6 correction/update: the previously applied device code a160601 was corrected to a27. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving compounded baclofen (250 mcg at 120 mcg), unknown morphine drug (3.8 mg/ml at 1.82 mg/day), and marcaine (2.5 mg/ml at 1.2 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient experienced return of symptoms whilst in hospital for another procedure on their toe so the healthcare provider asked to check the patient's pump. It was noticed that the eri (early replacement indicator) was showing less than 1 month remaining previously showing 5 years; premature battery depletion. Of note, the pump was implanted on (B)(6) 2021. It was unknown if there were any factors that may have led or contributed to the issue. No troubleshooting was performed. It was noted that there currently was no interventions yet; however, surgical intervention was planned but not yet scheduled. The issue was not resolved at the time of report. The patient's weight was asked and will not be made available. The patient's status at the time of report was listed as "alive - no injury". Additional information was received from multiple sources (manufacturer representative, healthcare provider, foreign) and supplied logs. It was reported that when the company representative interrogated the pump and checked the eri date on the clinician programmer itself, it displayed the same eri date as in the report. It was noted that the patient reported hearing a single alarm sound like with low reservoir alarm. It was unknown if there were any pump alarm sound when the patient had the surgery. It was reported that alerts were showing on the clinician programmer when interrogating the pump indicating that next refill date would be passed the eri. Of note, the pump yesterday ((B)(6) 2023) was interrogated only once. It was unknown if during the surgery, if any surgical device or cords were placed close to or over the pump. It was reported that the patient was now receiving effective therapy again. The pump was replaced on friday afternoon ((B)(6) 2023) with a new pump. The healthcare provider also performed a cap (catheter access port) procedure to verify catheter patency intra-operatively before closing. The new system was functioning well. Following pump replacement, the company representative interrogated the explanted pump on (B)(6) 2023 and there were no error messages being displayed and elective replacement indicator was back to normal (showed estimated replacement as (B)(6) 2028; 67 months) as of (B)(6) 2023. It was reported that the event was resolved.

Manufacturer narrative:
G3 correction: the previous report (follow-up number 1) indicated 2023-05-06 in error for date manufacturer received, and should have instead indicated 2024-05-06. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.